Event description:
The ge oec 9800 fluoroscopy system a low ma error code, reboot of system resolved issue.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. Event log showed a low ma error date of complaint. Cathode hv cable showed signs of arcing and was cleaned and re-greased. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.